Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed a portion of the threaded tip has fractured away from the remainder of the device. Scratch marks were observed on the chuck of the inserter. The shaft exhibits wear rings that are consistent with a multiple use instrument. The average hardness was measured and meets the state print criteria. Sem analysis confirmed the material of the inserter being consistent with 455 ssl, and that the tip fractured due to bending overload. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 650-0953 ¿ taperloc stem ¿ 6451279; 010000662 ¿ g7 acetabular shell ¿ 6429821; 010000896 ¿ g7 liner ¿ unknown lot; 650-0836 ¿ delta ceramic femoral head ¿ 2018101808. Report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during a procedure, the shell inserter broke. The surgeon was unable to find the fractured piece and may have been retained by the patient. Attempts have been made and additional information on the reported event is unavailable at this time.